Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colon procedure. According to the rptr: malformed stapling occurred. Converted to open surgery. No unanticipated bleeding occurred. Nothing fell into the pt cavity.